Manufacturer narrative:
The device was not returned for analysis; therefore, no physical or visual analysis could be performed. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defects prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time it is not possible to assign a definitive root cause for the event as reported. As indicated in the supporting documentation, "after the case, physicians commented that it could have happened during the placement of the pacing lead, bav, crossing of the valve, exchange to the safari wire, or due to the valve. He was unable to pin point where the source of the pe came from and felt that the whole tavi procedure went very smoothly and there was nothing out of the ordinary that happened. So the cause of the pe is still unknown." Based on the information provided, clinical and/or procedural factors appear to have impacted on the event as reported. Since the safari2 guidewire was used in this procedure the guide wire has been conservatively assessed as possibly related to the pericardial effusion. Review of the directions for use notes the reported event as a potential adverse event associated with the tavr/tavi procedure. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported: event description: per email, it was reported that: per cnf; it was reported that: patient had a pacing wire put into the right ventricle through the neck during the start of the procedure. Crossing of the valve was done easily with the al1 and amplatz wire. Exchange of lv wire to the safari xs curve wire through a pigtail. Balloon valvuloplasty performed with a 20mm x 40mm edwards balloon, balloon was well expanded and only deployed once. Balloon removed smoothly and valve pushed into the I-sleeve. Valve tracked through the I-sleeve and the peripheral nicely without resistance. Valve crossed the aorta smoothly. Repositioning of the valve performed by pulling the valve up until the stent holder is at the annulus as the first position was too low. 2nd position was good but after opening of knob 1, the valve moved more proximal. 1st operator pushed on the delivery system to reposition the valve lower until we see that the upper crown was just above the leaflets. 2nd operator continued on knob 1 until the hard stop. Stabilization arches released nicely but the valve again moved slightly proximal. 1st operator did a little push to get the valve back to a better position. Pigtail pulled up successfully and knob 2 was rotated quickly to release lower crown. Valve final position was good with the stent frame well expanded. The xs safari wire was well maintained throughout the whole procedure and did not get caught in any part of the lv or mitral valve. Aortogram was performed and mean pressure gradient was measured. Mpg was 4mmhg and aortogram looked good with trace pvl. Echo-cardiologist checked on the valve with tte and found some pericardial effusion near the left ventricle. Under observation, the amount of effusion seems to get bigger and the physicians decided to do a pericardial tap. Patient pressure drop slightly during the pericardial tapping but normalized after the anaesthesia gave some drugs. Patient remained stable during the tapping and we waited and observe the patient blood pressure and drainage. On tte, the effusion seem to slow down. Patient was observed on the table until there was no more pericardial effusion on tte. Patient remained stable during the whole time. After the case, physicians commented that it could have happened during the placement of the pacing lead, bav, crossing of the valve, exchange to the safari wire, or due to the valve. He was unable to pin point where the source of the pericardial effusion came from and felt that the whole tavi procedure went very smoothly and there was nothing out of the ordinary that happened. So the cause of the pericardial effusion is still unknown.